Manufacturer narrative:
This report is submitted on march 17, 2023

Event description:
Per the clinic, the patient experienced facial nerve stimulation. In addition, the patient has cognitive issues that make programming difficult. The patient also experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.